Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that log file was sent for a patient who experienced an issue with the primary system controller. The battery button was unable to display the power gauge indicator, and the self-test could not be performed. Review of the log file data noted some routine events. The available log data did not allow for determination of the functionality of the controller buttons.